Manufacturer narrative:
The patient's lifevest was not returned for evaluation.

Event description:
A us distributor reported that the patient had developed neck and shoulder pain due to the weight of the lifevest monitor. The patient's doctor told the patient she could take tylenol for the reported pain. The medical outcome of the patient's neck and shoulder pain is not known. There was no allegation that a device malfunction caused or contributed to the reported shoulder and neck pain.